Event description:
Related manufacturer reference number: 2017865-2022-40755. It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing and the right ventricular lead exhibited low r-wave sensing due to a micro dislodgement. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The full helix extension length was measured within specifications. The reported event of loss of capture was confirmed. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of patient¿s anatomy. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.